Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high out of range defibrillation impedance. The alert window was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.